Manufacturer narrative:
Qn#: (B)(4). Teleflex did not receive the device for the investigation therefore the reported complaint of iab insertion difficulty is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the user was unable to insert the 40cc intra-aortic balloon (iab) catheter to reach the arch of the aorta. As a result, the user successfully removed and replaced the catheter with a new 40cc catheter. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user was unable to insert the 40cc intra-aortic balloon (iab) catheter to reach the arch of the aorta. As a result, the user successfully removed and replaced the catheter with a new 40cc catheter. There was no report of patient complications, serious injury or death.